Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the circumflex artery. A 2.50 x 8 synergy drug-eluting stent was selected for treatment. However, during insertion, it was noted that the stent came off the balloon. The physician used a separate balloon catheter to crush the stent in place. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.